Event description:
A medtronic representative reported that after performing a touch-n-go registration they noted that the registration had flipped left/right/ this occurred using synergy cranial 2.1 with a CT and mr merge. It is unclear whether there was any scatter in the 3d model but, however, the site representative in the room noted the fiducials appeared to be symmetrically placed. It is unclear if the site attempted another mode of registration. The surgeon opted to discontinue use of the stealthstation s7 system. There was no impact to the patient outcome reported.

Manufacturer narrative:
The patient demographic information is unavailable from the site at this time. Software has not been evaluated as of the date of this report.